Event description:
Endopyelotomy catheter was placed and balloon filled per dr. First burn was done. Balloon lift inflated for 10 minutes per procedure instructions. Balloon was deflated and decision was made to reposition, and reinflate, and cut again. After repositioning and inflating balloon, balloon would not stay inflated. Catheter removed and inflated. Small hole noted on bottom of balloon by wire.